Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly in the failure analysis center but could not determine root cause because the assembly was damaged during repair.

Event description:
Found during routine testing. According to the report, the device was displaying a service wrench and logged a fault code related to power resets. There was no patient associated with the report.